Manufacturer narrative:
(B)(4).

Event description:
Customer report that shortly after placement of the device on (B)(6) 2013, it was observed that the cuff was not holding air. The information provided states that decannulation/recannulation of a replacement tube was required. The customer reported that the staff discovered that the tracheas cuff had a pinhole on the right side. The item was discarded. The rn stated that it was later discovered that the pt had a significant amount of calcification in his trachea. There was a particularly pointy calcification on the right side that caused the noted puncture in the tracheas cuff. (B)(4).